Event description:
The customer reported, the system is displaying a file corruption error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive, gpos, and reloaded software and calibration files. System operates as intended. (B) (4).